Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had triggered for another manufacturer's right atrial (ra) lead due to high out of range pacing impedance measurements. Review of the data stored in the home monitoring system found varying impedance measurements for the pacemaker and ra lead going back three months. The patient was brought into the clinic and they physician opted to continue to monitor the patient. The field representative suggested programming unipolar pace and bipolar sense, however it is unknown if the physician opted to reprogram the pacemaker and ra lead. The cause of the high impedance is unknown and no adverse patient effects were reported. The pacemaker and ra lead remain in service.